Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low right ventricular (rv) lead impedance. The low impedance alert was for a vector not currently in use by the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.